Event description:
In 2009, the lay user/reporter (pt's wife) contacted lifescan customer service alleging that his onetouch ultra meter was not counting down after the blood sample was applied to the test strip; the meter kept on displaying the "apply sample" message. The pt reportedly developed symptoms after the issue began. The medical surveillance specialist (mss) spoke with the reporter on march 27, 2009, to obtain/verify the following info. The "apply sample" issue first occurred at 5:30 pm the day prior to original date. The pt's last successful test was performed earlier in the afternoon; the result was not provided. Since the pt was unable to obtain a meter reading, he guessed how much novolog insulin to take; the pt took 4 units of novolog. Approximately 4 hours later, the pt reportedly developed symptoms of shaking, sweating, and feeling nervous. Another attempted test was performed on the subject meter during his symptoms but the "apply sample" issue persisted. The pt's wife gave him orange juice and he felt better afterwards. No other blood glucose tests were performed at the time and the pt did not receive any other forms of treatment. The customer service representative (csr) went through troubleshooting with the pt and noted that the reported issue was not resolved. Replacement products were sent to the pt. The complaint is being reported because the pt guessed how much insulin to take after the "apply sample" issue began and then allegedly became hypoglycemic.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspect in a supplemental report.